Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she experienced high blood glucose levels. Customer's blood glucose level was 298 mg/dl. She treated her blood glucose level with injections. The high pressure test failed. The insulin pump alarmed weak signal and motor error. The insulin pump was exposed to a high magnetic field. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corner, minor scratches on the lcd window, cracked battery tube threads, a cracked belt clip slot at the battery tube threads area, a cracked reservoir tube lip and a cracked reservoir tube window.